Event description:
The customer reported that the system was not saving pt images (data loss). There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The customer informed the fe that the system was functional. No further svc is required at this time.